Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2019. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a lead revision procedure wherein the leads were also replaced. The patient was doing well postoperatively. Explanted leads were discarded.